Event description:
It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Manufacturer narrative:
Correction to d2a, d10. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.